Event description:
It was reported that the patient experienced gastric reflux, vomiting blood, a hiatal hernia, esophagitis, and stomach ulcers due to reflux. It was reported that these may possibly be side effects related to vns. The patient's mother reportedly wants to have the device explanted; however, the physician has recommended that the generator be left disabled to assess the effects before the device is explanted. The physician will continue weekly monitoring of the patient.